Event description:
Numbness in leg due to compression [hypoaesthesia]. Case description: spontaneous/device report, argus no 2002098611jp, local lot no:a20020536. After surgery of lumbar vertebra, patient was administered gelfoam for hemorrhage on 1998. In 2002 patient developed numbness in leg due to compression; gelfoam was removed and patient recovered. Submission of a report does not constitute an admission that the medical personnel, user facility, distributor, manufacturer or product caused or contributed to the event.